Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert coming from their implantable cardioverter defibrillator (ICD). The alert was triggered due to non-sustained episodes and short v-v intervals that occurred during an interaction with electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.